Event description:
It was reported that the shaft break occurred. A 3.50 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, during insertion of the device the proximal shaft fractured. The device was removed, and the procedure was completed with a different method. There were no patient complications nor injuries reported. It was further reported that the target lesion was located in the left anterior descending artery and the device broke at 12-15cm from the hub.

Event description:
It was reported that the shaft break occurred. A 3.50 x 20mm synergy megatron drug-eluting stent was advanced for treatment. However, during insertion of the device the proximal shaft broke. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.